Event description:
Wire-it clinical study. It was reported that during a study procedure involving a rf needle, the patient experienced temporary av block and transient ventricular asystole. Pacing was conducted and the issue resolved during the procedure. The study classified the incident as a non-serious adverse event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.